Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. The customer change the cartridge to resolve the issue. Customer¿s blood glucose level was 200 mg/dl.